Event description:
It was reported that customer had surgery for her arm and during the stay in the hospital she had high blood glucose and thought it was due to surgery and steroids she was receiving. Customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer was assisted to perform high pressure test and test passed. It was mentioned during the troubleshooting that the insulin pump alarmed battery out limit and customer had site issues. Troubleshooting was done. The customer was advised to monitor the insulin pump and her site. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.